Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer noticed an unacceptable discrepancy between the sensor glucose and the blood glucose values. Blood glucose value reported was 464 mg/dl and sensor glucose value reported was 267 mg/dl. The customer reported hyperglycemia was treated with insulin pump (subcutaneous insulin infusion). And also reported bent cannula of the infusion set. The event involved product(s) mmt-7040c1. Troubleshooting was performed for sensor glucose vs blood glucose and customer was reporting a discrepancy between sensor glucose and blood glucose which was not within the range, the difference was more than 30%. Insulin delivery was not suspended. The customer was not taking any medications. Troubleshooting was performed for high blood glucose and customer had been using the insulin pump system within 48 hours of reported high blood glucose event. The automode feature was not active at the time of reported event. Troubleshooting was performed for bent cannula and advised to customer that to change the infusion set. No further patient complications were reported. No product return is required for mmt-7040c1.